Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level due to needing settings adjustments; low bg value was not provided. Customer required third party assistance to address bg. The customer declined to perform further troubleshooting with tandem technical support.